Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that for the last couple of weeks it was taking longer and longer to charge the implant. Troubleshooting was unable to be performed as the caller did not have equipment. Patient services advised the caller to call back when the equipment is available. The caller stated they were sent a replacement recharger not too long ago [see (B)(4)]. No symptoms were reported.